Event description:
The thermacool tc radio-frequency generator includes an error code identified as a72. The message associated with this error code and conveyed to the user by the user interface is "inadequate cooling - treat same area again". Thermage has established that it is inappropriate to "treat same area again" in response to this error code. This conclusion has been reached because the a72 error code is only initiated in the event that the temperature at the treatment site has reached a minimum of 40c. In such a case it would be inappropriate to retreat the same site because that action may result in additional heat being applied at the site. Even in the event of a re-treatment at the same site the likelihood of a serious injury (burn) is considered to be unlikely. This is because the rf system will stop delivering energy as soon as the alarm condition (a72) is reached and will immediately enter into a post-cool mode. During the post-cool segment the temperature at the site will be reduced to 25c. Even if the user were to elect to retreat the same site additional time (5 seconds or greater) will be necessary before the treatment can be applied during which additional cooling will occur. Thermage has received no reports from the field of "burns" as a result of this error code message. Thermage has sought and obtained health hazard assessment from the medical community. This assesment concurs with thermage assessment that the likelihood of a serious injury is unlikely.